Manufacturer narrative:
Review of the MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged (od). It was noted that the patient¿s fall and infection resulted in a prolonged hospital stay and so the patient was not able to charge the ins. It was confirmed with the recharger that the ins was overdischarged and the device was reset. In conclusion, the issue was resolved at the time of the report, surgical intervention did not occur and it was unknown if it was planned. Patient¿s medical history includes recurring urinary tract infection, epileptic and other pre-existing conditions. There were no further complications reported or anticipated.